Manufacturer narrative:
There are no previous complaints on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump recalibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 08/26/2024, znyo medical received a report that during the preventive maintenance (pm), the device had the wrong hex fille. The pump had the wrong hex file loaded on it and needed to be sent in for servicing. When the pump wass turned on it had the hex file from 503847 loaded on but, the actual hex file that needed to be loaded on is 503849. Took the pump off the floor and placed a sticker on (not for patient use). The nurse was goiing to send the pump to intuvie. In additioln the 30 psi-pump failed the 30 psi test @ 18.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The alleged failure of the pump failing the 30 psi test was not confirmed. The pump passed the 30-psi test at 24 psi once it had been uploaded with the proper DHR file. The alleged failure of the pump having a mismatch between pump software and the DHR record was confirmed. The probably cause of the pump and DHR mismatch is the faulty upload of a hex file. Reference to complaint # (B)(4).

Manufacturer narrative:
It was reported to intuvie that the device the pump failed the 30 psi occlusion test result at 18 psi, which is outside the passing specification range of 22-38 psi. The device was tested and passed the 30psi test at 24psi. The alleged failure of the pump failing the 30 psi test was not confirmed. The pump will be transferred to servicing to address the device failures, and the root cause will be determined after the completion of servicing. A review of the serial number history revealed no similar complaints associated with this device. CAPA-zm2023-23 has been initiated to investigate the failure.